Manufacturer narrative:
An event of regurgitation was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.  Information from the field indicated that the valve had been implanted for more than 9 years.

Event description:
On (B)(6) 2009, a 27mm trifecta valve was implanted with concomitant procedures of ascending aortic aneurism grafting and pfo closure. On (B)(6) 2018, the patient presented with increasing weakness, fatigue, and dyspnea. A significant episode of shortness of breath brought the patient to the emergency room. Echocardiogram revealed severe aortic regurgitation with normal ejection fraction. Coronary angiography showed normal coronary arteries. The patient was referred for a tavr and on (B)(6) 2018, the event was resolved with a edwards sapein 3 implanted in the trifecta valve. Post-procedurally, the patient is reported to be stable. (Clinical study patient ID: (B)(6).